Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while wearing the pod less than an hour, the patient reported the cannula never deploying in her stomach. As treatment, the pod wa removed then a new one was activated.

Manufacturer narrative:
The device was returned partially deployed, with the linkage assembly in the not fully retracted position and the formed needle visible in the exposed portion of the soft cannula. The download data shows that device completed both first and second prime and was then deactivated by the user. After opening the device, the needle mechanism fully retracted. Score marks were found on the underside of the top housing, indicating a misalignment of the linkage assembly. The needle mechanism was reset and deployed as intended with no issues. Although no other damages or defects were observed on the needle mechanism, it could not be conclusively determined when the needle mechanism deployed. A root cause for the report needle not deploying could not be determined.